Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 104 alarm during peritoneal dialysis therapy. This event occurred during drain four of four. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The technical service representative checked the ultra filtration (uf) results cycle by cycle found that on cycles two and three, the patient had a negative uf of -344ml and -350ml respectively. On the forth cycle the patient had a uf of 2460ml. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.